Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review of the transmission, it was noted that the patient had atrial fibrillation (a-fib) with high v rates in the therapy zones. The implantable cardioverter defibrillator (ICD) was under-sensing the fine a-fib p waves and inappropriately shocked the patient as a result. The patient was prescribed medication for rate control. The patient was stable.